Event description:
It was reported that the programmer exhibited intermittent telemetry. Two different radio frequency (rf head)'s were tried with the same results. Possible port issue suspected. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the intermittent telemetry; need to move the connection to interrogate a non-wireless device. The rf (radio frequency) head connection is loose on a printed circuit board assembly. Analysis also found the keyboard connector is damaged. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).